Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed and verified the error message. Fse then replaced the b/f home sensor to resolve the issue. Fse ran the daily check and quality controls with acceptable results. There were no further errors reported. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 03-nov-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4333] wash-y home overrun cause: the home sensor s135, which is not supposed to be activated after the washing probe 1 moves, was activated. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s135 and also check to see the cause of slipping, and so on, that occurs when pm134 moves to the limit side. The most probable cause of the error message has not yet been determined. The investigation is in progress.

Event description:
A customer reported error message 4333 wash-y home overrun with the aia-900 instrument. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of troponin (ctnl2) and creatine kinase mb (ckmb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.